Event description:
It was reported that the nurse stated that they have a patient that was at 34c, and they were wanting to control the patient at 37c, however the water temperature was 12c on the arctic sun device. They have the device in normothermia set to control the patient temperature. Nurse did not understand why the water temperature was so cold. Nurse stated that when they start therapy, after a few minutes it did not look like therapy was running. Second nurse in the room stated that it was alerting that the water temperature had been cold for a prolonged period. Second nurse also stated that the patient was shivering, however they were not treating it because the patient was not having seizures. Mis informed nurses to first get the patient rewarmed to 37c, they should confirm with their protocol and rewarm at the ordered rate. If normothermia did not allow this, it could be set up under hypothermia in the rewarm therapy section. First nurse began setting up therapy in hypothermia, although other nurse stated the normothermia did allow for a controlled rewarm at a set rate of 0.5c. Mis instructed first nurse to pull up event log, nurse states there are multiple alarm 15 (unable to obtain a stable patient temperature) and alarm 52 (extended period of cold water). Mis explained that the alarm 15 (extended period of cold water) was an erratic temperature. Mis asked if they have a second temperature source to confirm the patient temperature and ensure the probe or cable were working. Second nurse stated that they only have the foley temperature and could not use a second probe. Nurse would check the temperature probe on the bedside monitor after nurse sets up the therapy. Mis tried explaining to nurses that the cold-water temperature was most likely due to the patient shivering. When the patient shivers, they were producing heat. The device was attempting to rewarm the patient to 37c at a slow rate. If the patient was generating heat, the patient would rewarm a lot faster than the set rate of 0.5c/hr. Because of this, the device was making colder water to slow down the rewarming of the patient. Mis explained the device was trying to compensate for the excess heat the patient was producing which was why the water temperature was colder than the patient temperature. The shivering should be treated. Nurses hung up before being able to troubleshoot any further and was unable to get serial number. Mis called back an hour later to check on patient, nurse states it was working, and patient was rewarming. Nurse stated that thy were unable to go in patient room at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery to suppress shivering. However, this cannot be confirmed. They have the device in normothermia set to control the patient temperature. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that was at 34c, and they were wanting to control the patient at 37c, however the water temperature was 12c on the arctic sun device. They have the device in normothermia set to control the patient temperature. Nurse did not understand why the water temperature was so cold. Nurse stated that when they start therapy, after a few minutes it did not look like therapy was running. Second nurse in the room stated that it was alerting that the water temperature had been cold for a prolonged period. Second nurse also stated that the patient was shivering, however they were not treating it because the patient was not having seizures. Mis informed nurses to first get the patient rewarmed to 37c, they should confirm with their protocol and rewarm at the ordered rate. If normothermia did not allow this, it could be set up under hypothermia in the rewarm therapy section. First nurse began setting up therapy in hypothermia, although other nurse stated the normothermia did allow for a controlled rewarm at a set rate of 0.5c. Mis instructed first nurse to pull up event log, nurse states there are multiple alarm 15 (unable to obtain a stable patient temperature) and alarm 52 (extended period of cold water). Mis explained that the alarm 15 (extended period of cold water) was an erratic temperature. Mis asked if they have a second temperature source to confirm the patient temperature and ensure the probe or cable were working. Second nurse stated that they only have the foley temperature and could not use a second probe. Nurse would check the temperature probe on the bedside monitor after nurse sets up the therapy. Mis tried explaining to nurses that the cold-water temperature was most likely due to the patient shivering. When the patient shivers, they were producing heat. The device was attempting to rewarm the patient to 37c at a slow rate. If the patient was generating heat, the patient would rewarm a lot faster than the set rate of 0.5c/hr. Because of this, the device was making colder water to slow down the rewarming of the patient. Mis explained the device was trying to compensate for the excess heat the patient was producing which was why the water temperature was colder than the patient temperature. The shivering should be treated. Nurses hung up before being able to troubleshoot any further and was unable to get serial number. Mis called back an hour later to check on patient, nurse states it was working, and patient was rewarming. Nurse stated that thy were unable to go in patient room at this time.